Event description:
The physician attempted closure of an arteriotomy site with the starclose device following an unk procedure. The starclose device could not be removed from the patient. The patient was taken to surgery, however, the patient's outcome is unk.

Manufacturer narrative:
The device was returned and found to have broken and prolapsed vessel locator wings. No malfunction was detected during the investigation. Review of the device history record for this lot did not produce any findings relevant to this investigation.